Event description:
It was reported that "on (B)(6) 2010, dr (B)(6) had a one level tlif surgery. The screw set that was being used was the stryker spine xia 3 degen. Upon completion of inserting of screws (5.5 x 40mm) and seating of rod (40mm), blockers were inserted into the construct. When beginning final tightening with the torque wrench and torque key, the male hex of the torque wrench broke into the female hex of the blocker. Upon inspection of the screw and blocker, no damage was found. But the male hex of the torque wrench was fixed inside the blocker. Dr (B)(6) removed the broken piece of metal from the blocker and no harm came to the patient and the screw and blocker were not compromised in anyway."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental method, result, and conclusion codes will be made available following engineering evaluation.